Event description:
It was reported that during the initial programming session, high impedances were noted on three contacts of the lead, the patient reported having fallen, programming was completed around the high impedances and the patient had good results. During a follow up appointment an additional contact was noted to have impedances. Shunt imaging was taken and no defects were identified on the lead. The patient underwent a revision procedure in which the lead extension was replaced. The device was retained by the facility, but may be made available for return at a later time.

Manufacturer narrative:
This device was not returned: additional suspect medical device component involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7073422. Returned device: nm-3138-55; 7075946. Device technical analysis: with all available information, boston scientific concludes that the reported event of the patient experiencing inadequate stimulation due to high impedances was due to unintended use error caused or contributed to event. Labeling review: a labeling review was performed on the lead extension, instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Investigation conclusion: based on all available information, engineers concluded that the reported was due to a fractured wire which was due to unintended use error caused or contributed to event.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7075946.

Event description:
It was reported that during the initial programming session, high impedances were noted on three contacts of the lead, the patient reported having fallen, programming was completed around the high impedances and the patient had good results. During a follow up appointment an additional contact was noted to have impedances. Shunt imaging was taken and no defects were identified on the lead. The patient underwent a revision procedure in which the lead extension was replaced. The device was retained by the facility, but may be made available for return at a later time.